Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 102mg/dl. Troubleshooting was performed, and the drive support cap has a small crack. Assisted the caller to run a displacement and self test and they passed. Instructed the customer to prime the device manually and the motor error did not occur. No further information was provided.